Manufacturer narrative:
The reported events of incorrect measurements anomaly and data problem were not confirmed. The device was returned for analysis at elective replacement level with normal battery depletion. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
Related manufacturer reference number: 2017865-2021-17670. It was reported a patient presented in the emergency room with a rise in metabolism. This metabolism increase led to high right ventricular (rv) lead capture thresholds causing an intermittent loss of capture. Incorrect longevity measurements were also apparent in the pacemaker. The pacemaker was explanted and replaced in a procedure on (B)(6) 2021, while the same rv lead was used with the new pacemaker. Post-procedure the patient was stable.